Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s bladder incontinence didn¿t improve. The patient¿s healthcare provider tried to install another ins system in november but were not successful, and the first system was still active. No further complications were reported.